Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they were running therapy and the arctic sun device shut down. Confirmed device plugged into medical grade wall outlet. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0lpm, water temperature (wt) shows dashes. Had them restart therapy (water temperature (wt) read 29.4c then) and viewed event log. Alert 116 (patient temperature not changed) and alarm 14 (probe out of range). As connected to bedside with temperature out cable and patient temperature (pt) matches on bedside monitor. They claim they never disconnected the probe from the as. Explained this was an alarm that would stop therapy. Therapy seems to be running fine now. They will continue to monitor and reach out if needed.

Event description:
It was reported that the nurse noted they were running therapy and the arctic sun device shut down. Confirmed device plugged into medical grade wall outlet. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0lpm, water temperature (wt) shows dashes. Had them restart therapy (water temperature (wt) read 29.4c then) and viewed event log. Alert 116 (patient temperature not changed) and alarm 14 (probe out of range). As connected to bedside with temperature out cable and patient temperature (pt) matches on bedside monitor. They claim they never disconnected the probe from the as. Explained this was an alarm that would stop therapy. Therapy seems to be running fine now. They will continue to monitor and reach out if needed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse noted they were running therapy and the arctic sun device shut down. Confirmed device plugged into medical grade wall outlet. Patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0lpm, water temperature (wt) shows dashes. Had them restart therapy (water temperature (wt) read 29.4c then) and viewed event log. Alert 116 (patient temperature not changed) and alarm 14 (probe out of range). As connected to bedside with temperature out cable and patient temperature (pt) matches on bedside monitor. They claim they never disconnected the probe from the as. Explained this was an alarm that would stop therapy. Therapy seems to be running fine now. They will continue to monitor and reach out if needed. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.